Event description:
While starting IV (peripherally) with bd saf-t-intima sets, (24 g + 22 g) the safety mechanism failed. The 22 g intima was missing the blue, inner plastic barrel port, which holds the sharp end of the stylet, altogether; the 24 g intima's yellow safety barrel just slid off the end while removing stylet from catheter. No needle sticks occurred at all; just the safety mechanism failed, creating a possible injury situation. Note: 2 different pts, 2 different days, 2 different size catheters. No injury.